Event description:
Received a report from a biomedical engineer that the unit did not have an audio tone. There was no patient involvement.

Manufacturer narrative:
No product returning. This product is no longer being manufactured. The customer will order a new speaker and is aware that the product is no longer manufactured.